Manufacturer narrative:
The complaint investigation included a search for similar complaints, review of the complaint text, trending data review, labelling review, and review of the device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 16253fn00 was completed. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Performance testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 16253fn00 was identified.

Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2020-00046 under the same suspect medical device but an incorrect manufacturer name, city and state. Completed information: patient information, patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20/30.

Event description:
The customer observed a false negative sars-cov-2 igg result generated on the architect i1000sr processing module for a (B)(6) male patient. The following data was provided (reference range: less than 1.4 s/c = negative): sid (B)(6): sample collected on (B)(6) 2020 and processed on (B)(6) 2020 initial result = 0.45 s/c (negative), repeat with covidar (elisa) igg = positive, pcr = positive no impact to patient management was reported.